Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, serial/lot #: -, ubd: , UDI#: ; product ID: 9735787r, serial/lot #: -, ubd: , UDI#: no device has been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would shut down unexpectedly. First it was only the camera cart that would shut down. Then the second time both the camera cart and the main cart shut down and only the main cart shutdown for the third occurrence. There was no patient present when the event occurred.

Manufacturer narrative:
H3: hardware analysis was completed. The returned uninterruptable power supply (ups) was ran for +48 hours with a known good battery. All ports were outputting the proper voltage. The ups ran on battery power for the programmed 11.5 minutes after being removed from ac power. No failures were found with the ups. The returned battery had one of it's cells leaking and was visible from the top of the battery. Upon exposing the cells, one of the connectors was covered in corrosion. This will cause the ups to immediately shut down when removed from ac power. The issue was confirmed. H6: b01, c02 and d02 apply to the battery analysis. B01, c14 and d15 apply to the ups analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the navigation system. The system was performing as intended and hardware parts were replaced. H6: additional review indicated device code a110201 is no longer applicable to the event. Codes d15, b17, and c20 apply to the hardware parts. Codes d02, b01, and c13 apply to the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.